Manufacturer narrative:
This report is submitted on april 19, 2022.

Event description:
Per the clinic, the patient reported poor performance with the device use. Reprogramming attempts were made; however the issue could not be resolved. The device was explanted on (B)(6) 2021 and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on may 18, 2022.